Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the sensor electrode was missing upon removal from the body. The customer's blood glucose value was unknown. The customer also reported that the sensor cannula was missing. Troubleshooting was not performed and the sensor will not be returned for analysis.